Event description:
A trilogy o2 ventilator was returned to the manufacturer for preventative maintenance. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, the device failed a repair test step. The technician states that the oxygen blender printed circuit assembly (pca) board was replaced to resolve the issue. Additionally, the trilogy o2 pm1 kit, exhaust fan assembly, and 43 micron filter were replaced preventatively. No further investigation is required.